Manufacturer narrative:
The investigation determined that a patient sample was potentially dispensed into an unintended tube/cup when processed using a vitros 5600 integrated system. The investigation identified a software anomaly associated with a specific sequence of events that allows an aspirated sample to be returned into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
A retrospective review of e-connectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 5600 system. No result was generated from the aspirated sample, however the sample was likely returned into an unintended tube/cup which can cause a contamination of another sample and lead to erroneous results. Ortho contacted the customer to notify them of the event. The customer confirmed that the samples on the affected tray were quality control samples, and therefore, no patient sample results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).